Event description:
It was reported that the customer received intermittent invalid transmitter ID alerts. Despite multiple attempts, a sensor session was unable to be started. No additional patient or event information was available. A root cause could not be determined. This event is being reported based on the evaluation of the returned device. During evaluation, an out of range alert was observed.